Event description:
It was reported that the patient underwent a procedure to have their inflatable penile prosthesis (ipp) replaced as the cylinders were no longer inflating. There were no patient complications.